Event description:
A user facility reported that the amplifier for the vaserlipo stopped working mid procedure. This resulted in an aborted procedure while the patient was under anesthesia.

Manufacturer narrative:
The product has been returned and will be evaluated shortly. The investigation is underway.

Manufacturer narrative:
Correction: medical device problem code 1 from code 3005 (output problem) to code 1431 (energy output problem) the vaser system was returned for evaluation. The system did not pass the self-test. Service was able to confirm the complaint and found that the ultrasound board (uspcb) was damaged. According to the vaserlipo safety risk assessment, no ultrasound function can cause delay in treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.